Event description:
The customer stated that he was hospitalized for low blood glucose levels. The blood glucose levels prior to the hospitalization were 40 and 42 mg/dl. The customer stated he began having low blood glucose levels along with vomiting three days prior to the event. Troubleshooting was performed and the insulin pump passed the displacement test. There was an alarm in the alarm history from the day prior to the event, but none of the settings were affected. The programming was checked and it was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.